Manufacturer narrative:
(B)(4). Date sent: 06/28/2016.

Event description:
It was reported that the doctor was performing a laparoscopic cholecystectomy and the clips were scissoring and crossing after deployment during the procedure. A second like device of the same product code was used to complete the procedure with no consequence to the patient. The device was discarded.